Event description:
It was reported that the patient received inappropriate therapy. The high voltage lead impedance had increased. The lead was explanted and replaced. The lead was discarded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.